Manufacturer narrative:
Device evaluation summary: the reported battery charge issue was verified during service. Service technician observed that the batteries are unable to hold a charge for more than 15 minutes. The issue was resolved by replacing the batteries (x2). Preventive maintenance was performed as per specification. Additional info h6: updated the annex c code additional info h6: updated the annex d code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this bio-console instrument had charged overnight but the battery scale indicator would go from fully charged (green bars) to no bar.the instrument would still have power for 20 minutes at this condition. The use of the instrument was unknown. There was no adverse patient effect reported with this event.

Manufacturer narrative:
B.3. Event date updated note device returned but not yet analysed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received information that prior to use of a bio-console 560 instrument, it was reported that the instrument had been charged overnight but the battery scale indicator would go from fully charged (green bars) to no bar. The instrument would still have power for 20 minutes at this condition. The use of the instrument was unspecified. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the previous preventive maintenance was performed in july 2022, at which time the installed batteries should have been replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.